Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, a foreign object was found. In 2004, while unpacking a taxus express2 3.0 x 20 mm drug eluting stent, a white tiny string-like object appeared to be crimped between the balloon and stent. There was no pt contact. The procedure was completed using another of the same device. There were no reported pt complications.